Manufacturer narrative:
Date rec¿d by MFR : 22may2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The base was not broken but the actual (user interface) ui assembly interface. The customer ordered the ui assembly interface and will replace the part themselves. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported base damaged assembly. Unit is loose on the universal stand. Nut pulled from base assembly. The device was not in use at the time of the reported event; therefore, there was no patient involvement.